Event description:
Vent not functioning properly to adequately support patient. Rt did note an abnormal sound coming from the vent itself and closer inspection indicated a number of flashing lights but there had been no audible alarm sounding. The vent was removed from service. The service logs showed no prior incidents or problems. The service person was unable to recreate the problem in simulation. The patient had become desaturated o2 sats 69%, very anxious to near panic. Patient has suffered no long-term or lasting impact from event.